Manufacturer narrative:
(B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside the loading device. Signs of blood was observed on the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was taken out from the delivery tube for a microscopic inspection. The seal observed to be cracked at the second outer most coil. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure to deploy¿ and "analyzed failure "crack; seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
Corrected describe event or problem: "related to (B)(4)" was inadvertently added and has been deleted from the description. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. The hospital did not report any patient effects. Related to (B)(4).